Event description:
A cna was transferring resident from a bed to wheelchair. When she started to pull the lift away from the bed the actuator broke and resident landed on the bed and sustained a small scratch. It is noted that the distributor inspected other lifts in the facility and took pictures of slings being stored between the actuator and the mast.there are stickers placed on each lift that state: warning do not place any objects in this area. Distributor spoke to reporter of the incident about placing sling between actuator and mast. The only time that factory can duplicate the problem is by placing an object between actuator and the mast. Distributor noted that all of the warning stickers were in place on all lifts in facility.

Manufacturer narrative:
The facility places slings between actuator and the mast of the lift. Decal placed on lift warns of not placing objects between actuator and mast.